Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). Device history record (DHR): reviewed the DHR for batch 20c12ge221, there is no abnormality and no such defect detected at in process and at final control inspection. The complaint is under evaluation. A follow-up report will be provided as soon as investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc..

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): overinfusion. The infusion flowed in 8 hours instead of 12. Filled with fortum + nacl 120 ml.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device has been investigated in our laboratory at b. Braun melsungen ag, melsungen, germany: we received 12 easypump ii lt 270-27-s in original packaging batch 20c12ge221, one easypump ii lt 270-27-s in original packaging batch 20h14ge221 (investigated as sample 7). The following investigations were conducted: visual inspection: the received samples were taken to a visual inspection. Damages or other defects were not detected at the samples. Functional inspection: 7 pumps were filled up with nacl 0.9 % up to the nominal value (270 ml) and a functional test respectively a leak test was carried out. After we open the white clamp the pumps are working immediately (solution was running) at the 7 checked samples. Leakages were not detected at the 7 samples. Physical inspection: furthermore, the flow rate of the 7 samples was tested. Flow rate test: nominal: 10 ml/h. Actual: sample 1: 16.2 ml in 1 h; 31.2 ml in 2 hrs; 206.6 ml in 19 hrs, sample 2: 17.8 ml in 1 h; 33.6 ml in 2 hrs; 216.9 ml in 19 hrs, sample 3: 19.6 ml in 1 h; 36.1 ml in 2 hrs; 216.5 ml in 19 hrs, sample 4: 16.8 ml in 1 h; 31.7 ml in 2 hrs; 206.1 ml in 19 hrs, sample 5: 19.4 ml in 1 h; 36.0 ml in 2 hrs; 217.4 ml in 19 hrs, sample 6: 18.9 ml in 1 h; 35.0 ml in 2 hrs; 216.5 ml in 19 hrs, sample 7: 15.2 ml in 1 h; 29.8 ml in 2 hrs; 188.6 ml in 19 hrs. Leakages were not detected at the checked samples. The flow rate of the inspected pumps is within our specifications. In addition, the samples were taken to a function test, especially regarding the filling behavior. It was possible without problems to fill the pumps up to the nominal value (270 ml) with nacl 0.9 % in connection with a 50 ml ops. After starting the pumps (opening the white clamp) and waiting for a few seconds the pumps worked immediately (solution was immediately visible at the patient connector at the samples). Leakages or damage were not detected at the 6 pumps. Summary and assessment: we detected no damages, manufacturing faults or blockages at the samples. Furthermore, we detected no functional faults during the filling process at the checked samples. Based on the conducted investigations the tested samples are within the specification. Therefore, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 20c12ge221, there is no abnormality and no such defect detected at in process and at final control inspection. Reviewed the DHR for batch 20h14ge221, there is no abnormality and no such defect detected at in process and at final control inspection.